Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned plate by a depuy (B)(4) material research scientist confirmed the fracture. The presence of fatigue striations on both fractured components indicates both the distal tail of the shoulder nail plate and the cortical screw of the proximal humerus plate fractured due to high-cycle low stress fatigue failure, due to primarily reversed bending. The components were cyclically loaded beyond their material limit, resulting in fatigue crack initiation and propagation. No material or manufacturing defects were observed that could have contributed to fracture initiation and/or propagation to failure for either component. A search of the complaint database found no prior reports for this part and lot number combination. Review if the inspection records found no manufacturing deviations or rejections. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised due to the tip of a shoulder plate breaking off in vitro, tip left inside pt. The surgeon revised to a reverse shoulder.